Event description:
It was reported that the plastic outer membrane of the microcatheter falls off. The less than 50% stenosed target lesion was located in the mildly tortuous and mildly calcified artery in the right lobe of the liver. A direxion transend-14 system was selected for use. During the procedure, when the microcatheter was inside the patient, the control was abnormal so the physician took it out and found that the plastic outer membrane of the microcatheter falls off and is damaged. The device was removed and the procedure was completed with a different device. There were no complications reported and the patient is stable.